Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. During service evaluation the device did not recognize an open door and the channel sensors were not displaying. The cause was identified to be a damaged upper latch. The upper auxiliary assembly was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device does not recognize an open door and the channel sensors not displaying. There was no patient involvement. No additional information is available.